Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 1 urine sample from a patient tested for tpuc3 total protein urine/csf gen.3 (tpuc3) and creatinine on a cobas 6000 c (501) module. Based on the information provided, the tpuc3 results are a reportable malfunction. The initial tpuc3 result from a sample that was collected off-site was 47 mg/dl. This result was reported outside of the laboratory where the physician did not believe the result. The customer repeated the sample that was collected off-site on the c501 module in question and the result was 172 mg/dl. The sample was also repeated on a different instrument with a result of 175 mg/dl. The repeat results were believed to be correct. The customer stated the sample in question was collected off-site and does not known how it was stored prior to running it. The customer stated they had obtained a sample from the patient as well and it looked different than the sample collected off-site. The customer stated there may have been a sample mix-up where the wrong sample was sent to them from the facility where it was collected. The customer was unable to confirm this. The patient was referred to another facility due to symptoms of eclampsia. This decision was not due to the results from the device. No action was taken based on the results from the device. No adverse event occurred due to the device. The tpuc3 reagent lot number was 307921. The expiration date was not provided. The field service engineer (fse) visited the customer site and indicated a possible bubble or bad sample caused the low result. No mechanical issues were identified during an instrument check. The fse replaced the sample probe. No other tests were affected. During a review of the alarm trace data, there was an abnormal sample aspiration alarm that occurred at the time of the event. The investigation was unable to find a definitive root cause, however, the service action seems to have resolved the issue. The issue has not recurred.